Manufacturer narrative:
The device was not returned to olympus for inspection. And the reported failure was not confirmed. Based on the results of the investigation, it is likely, the following led to the malfunction: a root cause could not be identified, since the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device's image disappeared, during the examination. After a few seconds, the image returned. And the examination was able to be completed with the same device. There were no reports of patient harm.